Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Upon reviewing a post market patient involved event it was noticed that the event markers were missing in the saver evo. There was no reported device malfunction during the event.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 9th june 2014. The device had been used during a patient involved event on (B)(6) 2019. Information regarding this event was forward to the post marketing team as part of the heartsine free pad-pak program. No alleged deficiency was made regarding the patient involved event. The post market review identify a missing shock marker on the ECG trace. Four shocks were delivered during the event. However, no shock marker was identified when reviewing the file with saver evo (1.4.2) application for the second shock. The investigation was unable to determine why the shock marker for the customer downloaded file was missing. It is possible that an error occurred during the customer download of the file or during exporting of the file. The missing event marker did not impede the devices ability to delivering the shock therapy sequence and was only identified during post event review. The issue has been logged within the software development tracking application, bugzilla, under bug 1248. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
Upon reviewing a post market patient involved event it was noticed that the event markers were missing in the saver evo. There was no reported device mafunction during the event.